Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter, the patient¿s mother, contacted animas to report that the patient was admitted to the hospital ICU with a blood glucose level of ¿greater than 800 mg/dl¿. The patient¿s hcp allegedly stated the patient¿s pump ¿failed¿. No troubleshooting could be done, and no further information was provided, as the patient was in the ICU. The patient was treated with insulin. No information was provided about the patient¿s status or actions prior to the hospital admission, or about the pump settings and function. However, as the patient allegedly suffered severe hyperglycemia while using the pump and was hospitalized and treated with insulin while using the pump, this complaint is being reported.